Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Result: visual inspection: the tulip was received separated from the bone screw, confirming the reported event. The screw head had a large dent localized along its edge. Two other indentations were also present on the opposite edge of the screw head and one of the teeth. The base of the screw head was scratched, and the outer most edge possessed a large deformation. Additionally, the retaining clip within the tulip was deformed with the deformations protruding from the base of the tulip. Also the returned blocker inner hex walls were worn down. The process of screw insertion, tightening and final tightening is described in detail in the surgical technique. Additionally, the surgical technique warns the user not to exceed 12nm and to use the anti-torque key when performing final tightening. Functional inspection: not performed because the reported event was confirmed via a visual evaluation. Dimensional inspection: not performed because the reported event was confirmed via a visual evaluation. Lastly, no related nonconformities were identified during review of the products manufacturing records. Conclusion: the reported event of a xia 3 titanium polyaxial screw tulip disengagement during surgery was confirmed by means of visual evaluation. The returned tulip and bone screw were separated from each other. The screw head possess multiple dents on its edge, indicating final tightening of the blocker had been attempted multiple times with the screw at high angulation. Furthermore, the base of the screw head possessed several scratched marks and a large nick, which was likely due to the screw head being forced, passed the retaining clip of the tulip. The retaining clip also possessed a deformation, which protruded away from the top of the tulip, further supporting the conclusion that the screw head was forced through tulip hole passed the retaining clip. Lastly, the inner hex walls of the returned blocker were worn down, which is to be expected when the application of excess torque during final tightening is applied. The surgical technique details tightening procedures and warns not to tighten passed the 12 nm reference marking on the torque wrench. The tulip disengagement is attributable to over tightening at a high screw angulation during multiple tightening attempts.

Event description:
It was reported that "during a xia 3 surgery, while performing the final tightening on the s1 screw, the tulip dislocated from the screw. The surgeon used the persuader before taking into account the complex anatomy of the area."

Event description:
It was reported that "during a xia 3 surgery, while performing the final tightening on the s1 screw, the tulip dislocated from the screw. The surgeon used the persuader before taking into account the complex anatomy of the area."